Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. The device would not meet the specifications, and was influenced by the reported failure. The product used for the treatment purposes. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter with connected flip flow valve were received. Visual inspection of the sample noted that the catheter shaft was broken in half way just above the balloon (>>0.5 inches from bifurcation point). The cut was clean and no jagged edges were noted. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure mode could be due to "inadequate material selection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: b, d. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the tip of the foley catheter was detached and remained with the patient when it was trying to remove. The patient had no adverse effects. The health care personnel were performed ultrasound to identify the detached part inside the patient and also to check all the device pieces were out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported the tip of the foley catheter was detached and remained in the patient when it was tried to be removed. Patient had no adverse effects. The health care personnel had performed ultrasound to identify the detached part inside the patient and also to check all was out.